Manufacturer narrative:
Additional common device name: intravascular administration set. Additional device type: fpa. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® push button blood collection set had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: customer experienced a needle stick injury when needle did not retract when using product. Exposure testing was conducted.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for needle stick injury and retraction issue with the incident lot were observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10

Event description:
It was reported during use the bd vacutainer® push button blood collection set had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: customer experienced a needle stick injury when needle did not retract when using product. Exposure testing was conducted.